Event description:
It was reported that during a lap appendectomy procedure, the first firing with blue reload, across appendix, the blue reload ejected from the gun and the gun cut but did not staple. The surgeon attempted to close the open stump with a second blue reload in the same gun, but the reload ejected once again and no staples were formed. The surgeon opened a new gun and reload and the vascular reload loaded this time and the stump was closed. No further impact on the patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the reload fall into the patient?yes. If yes, how were the reloads removed from the patient? Doctor used grasper to remove reload from patient. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Undetermined. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd and 3rd. What other color cartridges were used before and after this event? 1st firing was white, after 3rd firing they opened a second ats45 gun to complete case using white reload, no incident. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? Undetermined. Were any of the forces higher or lower than expected (closing, firing, or opening)? Undetermined. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Undetermined. Was there any difficulty removing the device from the tissue? Undetermined. Is there any other additional information you would like to share about this device or procedure? No additional information at this time.